Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with the use of a homechoice cassette. This was observed during setup. The home patient (hp) was not connected during the time of the event. Baxter technical services (bts) stated that during mounting of the new supply set, the hp noted a leak on the floor from an unspecified location. Bts mentioned that the hp decided not to start a new treatment with the device. There was no patient injury or medical intervention associated with this event. No additional information is available.